Event description:
Erratic results of immulite 2000 troponin I assay were obtained on a patient sample. Initial high result was generated and reported. The sample was repeated multiple times with positive and negative results. The lab reported-out the initial result and unknown report if patient treatment was administered. Patient treatment is unknown, and there was no report of adverse health consequences due to the erratic troponin I assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and not known issue to suspect that may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.